Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinician that the patient was in atrial fibrillation with rapid ventricular response rate and under sensing occurring in the atrium with atrial flutter waves. No improvement was shown with changing sensing more or less sensitive. It was also reported that the post ventricular atrial refractory period (pvarp) was set to auto. The pvarp was extended longer than predicted because of the auto function. The setting was changed and the device responded as expected. The atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.